Event description:
In 2001 dr used 2 cufftacs on a cuff repair. Two weeks postop the patient had a pop in patient's shoulder and pain. Dr had an MRI done and noticed that the tac was prominent. Patient had revision surgery. The tac heads had broken off and could not be found. Tacs were removed and repair completed with bone tunnels.